Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information received from the consumer patient receiving hydromorphone via implanted pump. The indication for use was noted as failed back surgery syndrome, peripheral neuropathy, spinal stenosis and spinal pain. It was reported that the patient had a reaction to the drug in their pump and the healthcare provider (hcp) had to come to the patient's house to check on them. The patient did not know what happened but stated that he though the hcp "hit me with a bunch" of the medicine. The patient was hoping that this was the case because they would like to go back to having prialt in their pump. The hcp had removed the prialt and replaced it with hydromorphone. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug concentration/dose in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.